Event description:
Complainant alleged that while attempting to defibrillate a (B) (6), male patient, the device charged energy, however, did not prompt the defib ready tone to prompt the device to discharge. Upon a second attempt to discharge, the device charged energy, however, did not prompt the defib ready tone to prompt the device to discharge. Upon the third attempt, the device discharged appropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.